Manufacturer narrative:
During a review of the p10 battery box, we identified a potential concern. Under exceptional conditions, when using batteries beyond their expected life time, there is a small risk during the charging cycle that the batteries can short circuit, since batteries are venting gas this could eventually lead to a gas explosion and/or fire. The risk is small. One incident of swollen and degrading batteries not causing damage has come to our attention out of (B)(4) battery boxes shipped. However tobii ati has reported this incident to the FDA, food and drug administration product safety commission and regulatory authorities in the ec, and taken a precautionary action to inform all users of the p10 battery box on how to secure that the batteries are safe to use.

Event description:
On (B)(6) 2011 customer called tobii ati to complain that their battery charge lasted only 2 hours. The product was returned to tobii ati for investigation. Batteries were found to be swollen and leaking.